Event description:
The customer reported to olympus, during routine testing, the evis exera iii bronchovideoscope tested positive for microbiological contamination. The scope was sampled once. During sampling, the scope tested positive for 5 colony forming units (cfus) of coagulase-negative staphylococcus. All channels were tested. Sampling occurred at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
As of this report the device has not returned to olympus for evaluation. The device was sent to an independent laboratory for culture testing. The device tested positive for < 1 colony forming units (cfus) of unspecified revivable micro-organisms. The results are conforming, and the device is expected for return and inspection. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer aspirates water through the channels and flushes out the air/water and auxiliary channel. The customer uses an unspecified detergent during the pre-cleaning process. During the manual cleaning process, the customer uses detergent anioxyde and brushes the instrument channel and suction cylinder. The customer uses unspecified brushes to manually clean the scope. The scope is manually disinfected with an unspecified disinfectant. For automated endoscope reprocessor (aer) treatment, with an unspecified detergent and etd4 + (disinfectant). The scope is stored vertically in an unspecified endoscope storage. Olympus is the maintenance company used by the customer. The scope was not sterilized. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The following deviation was confirmed by review of reprocessing steps provided from the user: brushing was not performed for suction cylinder or biopsy port at manual cleaning. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the bending section rubber glue was lifted, and the mount, biopsy port interior and suction cylinder interior were damaged. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "manually cleaning the endoscope and accessories: brush the channels: be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk." Olympus will continue to monitor field performance for this device.